Manufacturer narrative:
Address: (B)(6). The device was returned and evaluated, and the customers allegations were not confirmed. However, the following findings were identified: the charged coupled device lens had a chip and scratches causing the screen to be partly dark; the insulation resistance was out of standards due to a cutting part of the connecting tube and a breakage in the plastic distal end cover; the adhesive part of the ar was broken, the water quantity was out of standards due to a nozzle deformation, the plastic distal end cover was polluted; the light guided lens had scratches, switch 3 was damaged; the gap of the up/down knob was out of standard due to a worn angle wire; the suction cylinder was cut off; the coating on the universal cord was peeled off; corrosion was found on the electrical connector due to leakage; adhesive around the lens was worn out; and the suction cylinder was discolored. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus there was foreign material in the nozzle of the colonovideoscope and there was water leakage in the suction valve while operating. The issue was found during preparation for use. The intended procedure was diagnostic and there was no procedural delay. The procedure was completed with another similar device and no patient harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the user's misidentification of that leakage occurred at suction channel - from this, reprocessing could not be completed, and foreign material remained in the nozzle. The instructions for use (IFU) states to contact olympus incase leakage is detected. Therefore, abandoning reprocessing at leakage is not deviation from the IFU. "·reprocessing manual_ leakage testing of the endoscope_ perform the leakage test caution: if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair." Olympus will continue to monitor field performance for this device.

Event description:
The patient was not under general anesthesia or sedation at the time the issue was found.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. B5 describe event or problem: the patient was not under general anesthesia or sedation at the time the issue was found. The product was cleaned, disinfected, and sterilized before requesting the repair. The foreign object was found before using the device. There was no delay in the start of pre-cleaning. Water and air were not supplied to the air/water nozzle. There were no problems with the accessories used for reprocessing. The air/water nozzle was not wiped/brushed with a gauze, a brush, or a sponge. Liquid was not sent through the air/water nozzle. There were no concerns about reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.